Manufacturer narrative:
Approximate age of device- 2 years, 11 months. Manufacturer's investigation conclusion: the report of a suspected driveline issue was confirmed during the evaluation of the returned driveline. The submitted log files showed 3 pump stops on (B)(6) 2019 from 2:26:28pm through 2:30:40pm. The captured events occurred while operating on the power module. An onsite driveline repair was performed on (B)(4) 2019 by abbott personnel. The driveline was severed approximately 19" from the controller connector and the distal portion was replaced with no issues. The approximately 19" segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline revealed no damage to the silicone jacket. There was no visible damage to the bionate. Visual inspection revealed some breakdown of the braided shield approximately 2.5¿ and 16¿ from the pump housing. Electrical continuity testing revealed a short in the orange wire. Visual inspection of the driveline revealed a break in the orange wire adjacent to the controller connector. The remainder of driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The break in the wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductor contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported pump stoppage events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2019 that the patient called with complaint of a driveline fault alarm. The customer noted that the issue could be due to out of date software on the controller but upon interrogation an active driveline fault alarm was found. Tech services rep recommended a controller switch to attempt to identify the issue. The submitted log files showed 3 pump stops on (B)(6) 2019 from 2:26:28pm through 2:30:40pm. The captured events occurred while operating on the power module. An onsite driveline repair was performed on (B)(4) 2019 by abbott personnel.